Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one gia 80-3.8 mm single use loading unit. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the customer states an issue with the product occurred during an open procedure. The stapler misfired.